Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see updates to b5 and h10.

Event description:
Additional information received from customer: the procedure performed was a laparoscopic elape (therapeutic). The event caused a 20 minute delay with the patient under general anesthesia while the facility located an alternate device. This delay is considered short where it could not cause any high risk of adverse events. There was no evidence of any adverse clinical impact/harm to the patient, no life-threatening event, no evidence of missed critical diagnosis, no intervention to preclude permanent injury.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the image of the scope is fine when its outside of the patients, however when it is inserted the image shows as purple & green. The unspecified procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and customer feedback. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device evaluation found varying-colored images (purple/green) traced the image error back to the cable unit and the optical fiber bundle at the distal end of the outer tube is damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to event is likely due to a defective ccd chip assembly (r-unit) and video cable. Olympus will continue to monitor field performance for this device.